Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a follow up appointment for watchman on (B)(6) 2018. The physician felt she was doing reasonably well, so she continued on eliquis. She was tolerating her anticoagulation medication and closure device. Her atrial fibrillation heart rate was appropriate. The patient also complained of back pain on her emergency room visit on (B)(6) 2018. A computed tomography (CT) scan was performed on her back and showed no fracture. There were no neurological changes and the physician felt she was stable for discharge.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a death occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. On (B)(6) 2018 the patient presented to the emergency room where she complained of falling. She denied hitting her head. A computed tomography (CT) scan of her head was performed and did not show any acute findings. On (B)(6) 2018, the patient was scheduled for their 45 day follow up appointment, but did not show up or answer phone calls from the coordinator at the facility. A chaplain went to the patient's home where she was found deceased. A coroner suspected she had passed away 1-2 weeks prior to being found. The cause of death is unknown.